Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that her one touch ultra 2 meter reverts to the set up mode. The patient mentioned that the alleged issue with the meter began on (B)(6) 2011 at around 9:00am. Soon after attempting to test her blood glucose, the patient developed symptoms of feeling shaky and was disoriented. Due to the alleged issue the patient skipped their dosage / stopped their medication. The patient did not seek any further medical attention or contact their physician for assistance. This was not the first time the product was being used. The alleged issue did not occur after the battery was removed/ or replaced. There was no misuse of the product. While troubleshooting it was noted that the patient was using expired test strips. Using expired test strips may lead to false blood glucose readings. The alleged issue was not resolved. The product was replaced. The complaint is being reported since the patient alleged that due to the meter reverting to the set up mode, she was unable to test and soon after developed symptoms suggestive of a serious injury.